Manufacturer narrative:
The programmer was returned and is undergoing analysis. This report will be updated when analysis is complete. Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer. The pacing functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests. Additionally, the log file was reviewed, which confirmed the error codes reported from the field; the errors were related to a timing condition in the software and other intermittent software issues that are resolved by rebooting the system.

Event description:
It was reported that during an implant procedure, this programmer displayed a error code while the pacing system analyzer (psa) was in use for pacing support. The error code required the programmer to be rebooted. This was done, but during the reboot process the psa stopped pacing. The patient had a slow escape rhythm; no syncope or asystole was reported. It was noted the error code recurred after the reboot. The programmer was rebooted once more and the error code could not be resolved, so a different programmer was brought in to finish the implant procedure. Technical services discussed that the psa would continue to provide pacing support even in the presence of an error code. Since the pacing status would not be visible on the programmer screen, pacing could be verified on an external monitor. It was discussed to obtain an alternate method of pacing, if needed, before rebooting a programmer.

Manufacturer narrative:
The programmer was returned and is undergoing analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during an implant procedure, this programmer displayed a error code while the pacing system analyzer (psa) was in use for pacing support. The error code required the programmer to be rebooted. This was done, but during the reboot process the psa stopped pacing. The patient had a slow escape rhythm; no syncope or asystole was reported. It was noted the error code recurred after the reboot. The programmer was rebooted once more and the error code could not be resolved, so a different programmer was brought in to finish the implant procedure. Technical services discussed that the psa would continue to provide pacing support even in the presence of an error code. Since the pacing status would not be visible on the programmer screen, pacing could be verified on an external monitor. It was discussed to obtain an alternate method of pacing, if needed, before rebooting a programmer.